Event description:
The physician reported that during a follow-up (before patient discharge) a warning message was displayed on the programmer screen regarding the high ventricular lead impedance ([a12] ventricular lead impedance> 3000 ohms: (B)(6) 2016, high 1 day average criterion. Defibrillation system potentially ineffective). During the follow-up session all impedance measurements showed normal values and it was not possible to reproduce the high lead impedance. It was also reported that on (B)(6) 2016, a re-intervention was performed due to a haematoma. During the revision the device has been disconnected and reconnected to the leads. In addition, external shocks were delivered on (B)(6) 2016 because of atrial arrhythmia. The patient has passed away on (B)(6) 2016 at intensive care unit in the hospital due to sepsis. Preliminary analysis of the programmer files did not show any issue.

Manufacturer narrative:
Preliminary analysis showed that the reported warning message is appropriate. There is no link between external shock and the warning message, because alert was triggered before external shock.

Event description:
The physician reported that during a follow-up (before patient discharge) a warning message was displayed on the programmer screen regarding the high ventricular lead impedance ([a12] ventricular lead impedance> 3000 ohms: (B)(6) 2016, high 1 day average criterion. Defibrillation system potentially ineffective). During the follow-up session all impedance measurements showed normal values and it was not possible to reproduce the high lead impedance. It was also reported that on (B)(6) 2016, a re-intervention was performed due to a haematoma. During the revision the device has been disconnected and reconnected to the leads. In addition, external shocks were delivered on (B)(6) 2016 because of atrial arrhythmia. The patient has passed away on (B)(6) 2016 at intensive care unit in the hospital due to sepsis. Preliminary analysis of the programmer files did not show any issue.

Event description:
The physician reported that during a follow-up (before patient discharge) a warning message was displayed on the programmer screen regarding the high ventricular lead impedance ([a12] ventricular lead impedance> 3000 ohms: (B)(6) 2016, high 1 day average criterion. Defibrillation system potentially ineffective). During the follow-up session all impedance measurements showed normal values and it was not possible to reproduce the high lead impedance. It was also reported that on (B)(6) 2016, a re-intervention was performed due to a haematoma. During the revision the device has been disconnected and reconnected to the leads. In addition, external shocks were delivered on (B)(6) 2016 because of atrial arrhythmia. The patient has passed away on (B)(6) 2016 at intensive care unit in the hospital due to sepsis. Preliminary analysis of the programmer files did not show any issue.